Event description:
It was reported that during a knee procedure using a starvac 90 icw wand, after 4 minutes of activation it was noticed that the want tip was missing. The surgical site was flushed and x-rayed, however the missing piece was not located. There were no significant delays or pt complications reported as a result of this event.